Event description:
It was reported that a small volume folfusor did not flow. This occurred during infusion. The device had been filled with 4800mg fluorouracil in 0.9% sodium chloride for a total fill volume of 110ml. The reporter stated that the device had been attached to the patient¿s central line. Two days later, when the infusion should have been completed, the patient noticed that the device was still full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured january 10, 2015 to january 12, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.